Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and found the liquid crystal display present and functioning as intended. Functional testing was performed, and the reported issue could not be reproduced. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a missing display issue during an unspecified process step. There was no patient involvement. No additional information is available.